Event description:
It was reported that the burr separated and dislodged to the distal area. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 1.75mm rotablator burr was initially selected but it could not cross the lesion. Subsequently, the size was cut down to a 1.5mm rotablator burr, however, the moment it penetrated the lesion, the tip of the burr got separated and dislodged to the distal rca. Since the rotawire was not separated, it was then carefully pulled out and retrieved the separated burr tip. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by manufacturer: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been kinked, stretched, and broken and that the burr was detached. No other issues were identified during the product analysis.

Event description:
It was reported that the burr separated and dislodged to the distal area. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 1.75mm rotablator burr was initially selected but it could not cross the lesion. Subsequently, the size was cut down to a 1.5mm rotablator burr, however, the moment it penetrated the lesion, the tip of the burr got separated and dislodged to the distal rca. Since the rotawire was not separated, it was then carefully pulled out and retrieved the separated burr tip. The procedure was completed and no patient complications were reported.